Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed between the deaeration chamber and the line connection on a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was not available for investigation however, a template was provided. A review of the template showed that the leak occurred at the junction between the return line (tube coming from the filter) and the the deaeration chamber. The reported condition was verified. The cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.